Event description:
New information states that patient contacted the clinic after the device vibrated and made a loud tone. The patient was asked to send a remote transmission but he was unable to complete it. The patient presented to the clinic for review and programming changes. Patient did not receive inappropriate therapy and no further events were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that unspecified reset mode was observed. Patient was asymptomatic. Programming changes were made. A device download was performed successfully.